Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there were two (2) occurrences of the safety shield falling off of the device during use. No health impact or consequence reported.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there were two (2) occurrences of the safety shield falling off of the device during use. No health impact or consequence reported.

Manufacturer narrative:
The following have been corrected: d4: catalog: 368607. D.4 unique identifier (UDI) #: (B)(4). H.6 investigation summary material #: 368607. Lot/batch #: 3283973. Bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by functional testing, each having their eclipse shield activated, and no issues were observed relating to defective locking mechanism as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode.